Event description:
It was reported that an ilet pump displayed alert 32 indicating a delivery motor communication error, which persisted after a guided restart, and the device was replaced; the patient used back-up therapy with multiple daily injections, including long-acting insulin during the event. Symptoms included hyperglycemia with a reported peak blood glucose of 286 mg/dl and no associated clinical symptoms such as loss of consciousness or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery and the need for back-up therapy until the replacement device could be obtained, without medical intervention or hospitalization. Investigation included review of the device history and onboard alert logs, confirmation of the alert in the ilet history, and remote troubleshooting steps including a restart procedure. Investigation of this case revealed a suspected internal communication fault involving the motor processor that resulted in a delivery motor communications error, consistent with a malfunction of the pump¿s delivery motor control subsystem. It was concluded that the cause was a device malfunction related to internal electronics or communication within the delivery motor pathway.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.